Manufacturer narrative:
The investigation was completed. Clinical details state that the 14frx25cm sheath kinked in rfa due to calcified artery (fluoro image provided by field rep showing calcification). When inserting impella through sheath, md had difficulty advancing past kink but was able advance pigtail, inlet and cannula past kink. The motor housing while removing the pump in order to exchange sheaths, the inlet got stuck on the kink and unraveled the cannula. Sheath and pump were removed together. The product was returned and evaluated. The sheath was kinked in multiple spots in the sheath body. The pigtail and inlet remained just outside the sheath tip with the cannula torn/coil unraveled and laying inside the sheath body. The end of the coil was still attached to the cage on the pigtail end. The motor housing end of the cannula was sitting outside the sheath hub. Difficulty inserting/removing pump through introducer: the cause of the difficulty inserting/removing pump through the introducer was most likely a sheath kink as seen on the returned product. Introducer damage - mechanical: the cause of the introducer damage was most likely a sheath kink as seen on the returned product due to the patient's calcified vessel per clinical details. Cannula/pigtail detachment - peripheral vessel: the cause of the cannula/pigtail detachment (peripheral vessel) was most likely device interaction since clinical details note that the inlet got stuck on the sheath kink and the cannula unraveled. Product damage (sheath kink): the cause of the sheath kink was most likely patient condition related since clinical details note calcified rfa. ¿device interaction or damage by another device: the cause of the device interaction was most likely patient condition related since clinical details noted a calcified rfa which likely caused the sheath kink which then likely caused the difficulty removing the pump from the sheath and ultimate detachment.

Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The complainant reported the insertion of impella cp device to a patient undergoing a high-risk percutaneous coronary intervention was unsuccessful. The long peel-away sheath was placed in right femoral artery and a kink was noted in middle of sheath which was contributed to the calcified femoral artery. When inserting the impella cp device through the sheath, the physician encountered difficulty advancing past kink. The physician was able to advance pigtail, inlet and cannula past kink; however, the motor portion of the device could not be advanced. The physician, therefore, decided to remove device, place a short sheath and try with a buddy wire. While removing impella cp device, the inlet of the device became stuck on kink and unraveled or unwound the cannula. The impella cp device and the sheath were successfully removed as a unit without harm to the patient.